Event description:
During a coronary stenting drug eluting treatment procedure, shaft damage occurred. The 2.50x16 mm taxus express2 drug eluting stent stuck to wizdom 180cm wire. While removing the wire, outside if body, the tip detached and stuck to wire. Pt condition is rpeorted as "ok" no pt complications were reported.